Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation with its original unopened box. Device analysis revealed that device was received a sample with shaft kinked area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter fracture occurred. An ep xt steerable electrode catheter was selected for use. During unpacking, it was noticed that the catheter was broken inside the package. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter fracture occurred. An ep¿xt¿ steerable electrode catheter was selected for use. During unpacking, it was noticed that the catheter was broken inside the package. No patient complications were reported.